Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. Phone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip, of a preloaded delivery system, was found cracked. The intraocular lens (iol) was not implanted. There was no patient contact or injury. No surgical intervention was required. Reportedly, another intraocular lens was used. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 05/25/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed advanced and locked as the device preparation required. Visual inspection showed no viscoelastic residue on the device. The intraocular lens (iol) was observed stuck in the cartridge tip and overridden by the pushrod. The cartridge tip was observed broken/cracked, which could be related to the plunger overriding the lens. The complaint reported was confirmed but a product deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.